Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that event took place. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information received: do you have the linx product code? Not available. Do you have the lot number and serial number (if applicable)? Not available. On what date was the device implanted? Unknown. Was the device explanted (B)(6) 2021? Yes. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Unknown. Please specify the symptoms the patient was experiencing prior to implant (gerd reflux, dysphagia, pain during eating, etc., )? Unknown. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Dysphagia. Had the patient had any diagnostic testing done to address the symptoms they experienced while the device was implanted? Unknown. If yes, what diagnostic testing was completed? N/a. Can you share the results of the diagnostic tests? Unknown. Do they have an autoimmune disease? Unknown. Has the patient been prescribed medication by a doctor (not over the counter medication)? Unknown. If yes, what is the doctor prescribed medication? Are they currently taking steroids / immunization drugs? N/a. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when using the linx sizing device what technique was used to determine the size? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an explant is scheduled due to unknown reasons.

Manufacturer narrative:
(B)(4). Date sent: 2/22/2022. Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? Unknown. How severe was the dysphagia/odynophagia before intervention? Unknown. Were there any intra-operative complications during implant? Unknown. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Unknown. Besides the reported dysphagia, what was the reason for removal of the linx device? Unknown. Was the device found in the correct position/geometry at the time of removal? Yes. If you have tried to get this information, but the account is unwilling to provide any additional information please let us know what you have done so we can document our report accordingly. Account is unwilling to share additional information.